Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent high blood glucose after a factory reset of the ilet system, despite multiple correction insulin injections and infusion set changes, with no observed leaks or kinks and no meter available for confirmation. Symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included no reported hospitalization or long-term impairment. Investigation included troubleshooting and user education regarding potential causes such as insulin resistance and expected variability during the learning period. Investigation of this case revealed no device malfunction evident from user checks of the infusion set and tubing, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.